Event description:
It was reported the patient had received a low battery flag. The sjm representative met with the patient and cleared the flag. The scs system settings were reviewed, and it was determined the issue was passivation. Follow up identified the flag had been cleared a second time, and the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.